Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat neck pain. The patient participated in the standard trial phase as well as wear experience with the device before having the permanent system implanted. During the trial and wear experience, the patient participated in selecting the location for the implanted components. The implantable pulse generator (ipg) was implanted in the lateral shoulder area during the procedure on (B)(6) 2024. After being activated and using the system, the patient requested to move the ipg to a more inferior location on the shoulder. On (B)(6) 2024 a surgical revision was performed at the patient request to reposition the existing ipg. No components were explanted or replaced during the procedure. No new implanted components were introduced.

Manufacturer narrative:
There are no allegations or indications of system or component failure, as evidenced by all components remaining implanted and in use. The patient participated in selecting the location for the implant and the additional procedure was performed at the patient request for comfort and ease of system use only.